Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded from 6.4 to 6.8 cm from connector pin. The abrasion is consistent with that of exposure to friction with another implantable device; which could cause the reported noise and over sensing.

Event description:
It was reported that the atrial lead exhibited noise and oversensing. The lead was explanted and replaced.